Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the up button of insulin pump was sticking and insulin was squirting during priming. The customer¿s blood glucose level was unknown. The customer also stated that the reservoir compartment was cracked and was not holding reservoir securely. Customer reported that the insulin pump had no delivery alarms and rejected new batteries. Customer also stated that the insulin pump had louder and clicking noise during rewind and also insulin pump did not alerting to low battery. The insulin pump will not be returned for analysis.